Event description:
It is alleged that during a case, when the scalpel/electrocautery was at an angle, it would fry at the housing. When it was straight, there were no problems. It was reported that a different scalpel/electrocautery and hook were used to complete the case and there was reportedly no injury to the patient.